Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was recurring lec 46442. The reported error code typically indicates a reservoir volume error. This usually means the pump is unable to determine the correct amount of medication remaining in the reservoir. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The downstream occlusion (dso) sensor was faulty. The dso sensor was replaced to address this issue. The device then passed all testing.